Event description:
It was reported that a merlin.net transmission showed a vt episode. Further review of the episode noted patient received inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. Additionally, undersensing of atrial fibrillation was also observed due to programming settings. The device was reprogrammed and no further episodes were seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.